Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. No cracks were noted on the display window.

Event description:
It was reported by the customer that their insulin pump display screen was cracked at the top corner. Customer also stated they do not recall any significant events that lead to the event or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.